Event description:
It was reported that "during a greenlight laser case using a moxy fiber with xps, after 70 minutes and 178,000 joules of lasing, there was a significant amount of tissue adhering to the laser fiber as seen through the imaging stack. The doctor was prompted by the xps console to clean the fiber, which he attempted to do". "However, instead of the customary approach of removing the fiber by sliding it back through the scope for physical inspection, he attempted to pull the fiber forward of the cystoscope and instead managed to accidentally pull the cap of the moxy fiber off completely. The doctor realizing his mistake requested and used another moxy fiber (and later converted to turp due to unrelated patient bleeding) to complete the case". Patient outcome: "no negative patient outcome was noted from the fiber cap being pulled off".